Event description:
It was reported when using the bd pyxis medstation es system patient was not showing in multiple station. The customer added that this malfunction caused a 1-hour delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that patient was not showing in station. The technical support specialist verified patient is showing and active. The system functioned as intended after the technical support specialist troubleshooted the device.